Event description:
It was reported that loss of capture was observed. Insulation anomaly was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.